Event description:
It was reported that the implantable pulse generator (ipg) was unable to establish telemetry. It was further noted that the remote monitor had no telemetry due to a reader position issue, with an inability to send a manual transmission and the progress bar not showing. During troubleshooting, the reader position was adjusted, the monitor was rebooted, a dry washcloth was placed, and checking for any nearby electronic interference; no error codes or beeping sounds were noted. The patient was referred to a clinic for an in-office device check due to inability to complete the remote device check/transmission. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.